Event description:
It was reported that the left ventricular lead dislodged. The physician decided to remove the lead and to use a different left ventricular lead in a larger vascular branch. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.